Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:24:39. During night drain cycle one, the patient's ultrafiltration reading was 824ml, indicating the home patient (hp) drained 824ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be unexpected high ultrafiltration relative to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.